Event description:
The customer requested a filament calibration. Tech reported a popping sound and image went black during a port placement procedure. No pt injury was reproted.

Manufacturer narrative:
The service rep could not duplicate arcing sound in normal and hlf at max technique. Inhouse biomed had already recompounded the hv cables. The ge rep performed a filament calibration and verified system function with no errors. System operates as intended.